Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During the implant procedure, after the right ventricular (rv) lead was placed, the patient reported they were not feeling well. There was hypotension noted, so an echo-cardiogram examination was performed, which revealed a small pericardial effusion due to a cardiac perforation by the rv lead. The rv lead position was changed, and the procedure was completed successfully. The patient was stable following the procedure.